Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the cassette was leaking bss and did not perform vacuum during a cataract extraction procedure. The cassette was reused and the procedure was completed with no impact to the patient. Add'l info was provided by the affiliate indicating that the same cassette was used on the first and second surgical patient.